Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced backlight anomaly, lost sensor alarm and weak signal alarm. The customer's blood glucose value was unknown. The customer stated that the light does not go on when she receive an alarm or message. The customer reported issues with the sensors. The product was returned for analysis.

Manufacturer narrative:
The device was received with normal operating currents, passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was programmed with test minilink and the glucose sensor simulator. It communicated properly with glucose sensor simulator. The sensor feature worked properly. No unexpected calibration, weak signal or lost sensor alarms noted. The device back light functioned properly and no anomaly noted. The device had minor scratched lcd window and cracked reservoir tube lip.